Event description:
Info was rec'd that reported a pt was hospitalized in 2006 due to hyperglycemia. It was reported that, the pt had been very sick and was admitted in the hospital on sunday night for what they thought was the flu. His diagnosis at admission was dka, his blood glucose reading prior to admission was 498. He was placed on insulin drip. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.